Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint rt212 adult inspiratory-heated breathing circuits have not been returned to fisher & paykel healthcare (B)(4) for inspection. Without the return of the complaint devices, we are unable to determine the possible root cause of the reported leaks. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. The rt212 user instructions state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. (B)(4).

Manufacturer narrative:
(B)(4). PMA/510(k). The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Manufacturer narrative - the complaint rt212 adult inspiratory-heated breathing circuits are not expected to be returned to fisher & paykel for investigation. We are currently in the process of obtaining further information from the hospital in order to assist us with the analysis and identification of a possible root cause of the event as reported. We will provide a follow up report once we receive further information from the hospital and have completed our analysis.

Event description:
A hospital in (B)(6) reported that three rt212 adult inspiratory-heated breathing circuits failed the ventilator leak test. This was observed before use on a patient. No patient consequence was reported.

Event description:
A hospital in the (B)(4) reported that three rt212 adult inspiratory-heated breathing circuits failed the ventilator leak test. This was observed before use on a patient. No patient consequence was reported.